Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using pod packing coils (pod pcs), ruby coils and a non-penumbra microcatheter. During the procedure, the physician successfully implanted two ruby coils in the target vessel. Next, while the hospital technologist was advancing a pod pc through the microcatheter, the pusher assembly of the pod pc kinked; therefore, the pod pc was removed. The procedure was completed using another pod pc and the same microcatheter. There was no report of an adverse effect to the patient.